Manufacturer narrative:
(B)(4). Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4)- the dentist reported that 3 months and 5 days after the dental implant was installed in intraoral region 12#, its non- osseointegration was observed. Moreover, 15n.cm of primary stability was achieved and the patient presented insufficient bone quality/quantity (bone type ii).